Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-03563 and 1627487-2014-03564. It was reported the pt's scs ipg was explanted. Add'l info provided by the pt's attorney, indicated the pt alleges the following issues: "the pt experienced a burning sensation at her scs ipg pocket site while charging; intermittent "shocking" in her legs, knees and feet; the ipg became inoperable." Add'l info is needed to clarify the nature of the pt's issue. Sjm was made aware of the issue on (B)(6) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Result: pocket heating confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging want of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipg's and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.